Manufacturer narrative:
Correction: the previously reported patient weight of (B)(6) was in correct. The correct weight is (B)(6). Correction: the previously reported (B)(4) was not needed due to infection was ruled out. Correction: the previously reported (B)(4).

Event description:
New information received noted an infection was initially suspected, however, an infection was ruled out.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with left sided chest pain, shortness of breath, and procedural site swelling. The patient was transferred to the hospital. A left chest ultrasound was performed on (B)(6) 2017 which noted a small fluid collection likely representing a hematoma. The patient was treated with antibiotics. It is unknown if the physician suspects an infection. The patient was stable and discharged on (B)(6) 2017.